Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received button error, battery out limit and was receiving battery out error. The customer¿s blood glucose level was 255 mg/dl. The customer reported that the esc and act button was not allowing the customer to clear the alarm. The customer reported that the time moved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.